Event description:
On 27th january 2026, rayner received notification from its distributor in south korea of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states that the optic was damaged during iol implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that optic damage occurred during iol implantation. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk matrix identifies the following as possible causes of "physical damage to lens": sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.